Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated at home with unspecified medication for peritonitis. The cause and hospitalization were not reported. The patient was recovered from the event. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unreported date in april (year not reported). E1: additional reporter phone no: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.